Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that the drill guide broke when being unscrewed with the screwdriver during a surgical procedure. No exceptional force was being applied at the time of the breakage. There was no adverse outcome for the pt and no significant increase in surgery time.